Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) lead had multiple contacts that had impedances. The patient underwent a scs lead replacement. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) lead had multiple contacts that had impedances. The patient underwent a scs lead replacement. No further information has been obtained.

Manufacturer narrative:
Block d2b: lgw, qrb.